Event description:
The explanted lead and generator were received by the manufacturer. Product analysis for the returned vns generator was completed. The DHR shows that the vns generator passed all specifications before it was released. The vns generator diagnostics were as expected for the programmed parameters. The vns generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the vns generator. Product analysis is expected for the lead but has not been completed to date.

Manufacturer narrative:
Date received by manufacturer; corrected data: the date was incorrectly reported on the supplemental #01 MFR. Report. The date should have been 10/08/2015.

Manufacturer narrative:
(B)(4).

Event description:
Product analysis for the returned portion of the lead was completed. Note that the electrodes were not returned for analysis; therefore, a complete analysis could not be performed on the entire lead product. There was no evidence found to suggest an anomaly with the returned portion of the device which may have contributed to the stated complaint.

Manufacturer narrative:
.

Event description:
It was reported by the physician that the newly implanted patient had dug into her neck incision and moved and pulled on her leads and electrodes. It was mentioned by the physician that the patient does not seem to take very good care of herself and he is concerned the site may be infected due to hygiene. The physician did note the patient is a picker and it may be a while before they re-implant a vns device if they decide to re-implant. It was confirmed both the lead and the generator were explanted. Attempts for additional relevant information have been unsuccessful to date.